Event description:
Description of event according to the initial reporter: component separation. Secondary procedure done, alpha 38 x 167 implanted. On (B)(6) 2017: thoracic endograft (alpha 38x167). Right groin cutdown. Ultrasound-guided access of left common femoral artery. ((B)(4)). On (B)(6) 2018: tevar re-lining distal dta between previous tevar and fenestrated endografts with 40x150mm gore ctag. ((B)(4)). Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.